Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had everything removed on (B)(6) 2018. They reported they were having pain down their leg and back. The reported the device was damaged and as in their body. The patient was informed to talk to their healthcare provider about return the device for analysis and regarding the device as it had not been returned as of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient experienced no therapeutic benefit. Patient had consulted with their healthcare provider and was told to adjust the settings. Patient reported they suddenly started experiencing pain on their right side at the ins site, back and leg, so they stopped adjusting and found a physician to remove their device. They had the system removed on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the implant had been discarded after surgery per facility policy. This occurred (B)(6), the day of implant removal.